Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the reservoir o ring was cracked. The customer¿s blood glucose level was 123 mg/dl. Troubleshooting was performed for damage and noticed the reservoir did lock in place when inserted into insulin pump. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.